Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the territory sales manager that during a procedure, the product code 0580-1-372 was selected for use by the theatre staff. The customer reported that the labels on both ends of the outer box show the correct product code but the label on the side of the box reads 0580-1-441. The customer reported that the device was therefore not used and an identical device was immediately available to complete surgery successfully. The customer reported that there were no adverse consequences or delays to surgery as a result.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection confirmed 4 labels are for catalog 0580-1-372 and 1 label is for catalog 0580-1-441. All labels should be for catalog 0580-1-372. No patient medical records were returned or made available for review as the device was not used in surgery. The information contained in the incorrect label indicates incorrect offset and size, it does not reference catalog or lot #. An ncr has been raised to investigate the issue and determine the root cause. The reported event regarding incorrect label regarding an exeter device was confirmed.

Event description:
The customer reported via the territory sales manager that during a procedure, the product code 0580-1-372 was selected for use by the theatre staff. The customer reported that the labels on both ends of the outer box show the correct product code but the label on the side of the box reads 0580-1-441. The customer reported that the device was therefore not used and an identical device was immediately available to complete surgery successfully. The customer reported that there were no adverse consequences or delays to surgery as a result.